Event description:
The blood glucose monitoring device base was smoking and melted. Reporter stated removing the device unit from service and replacing it with a new device. Reporter indicated no pt or staff was involved in the incident. A request was made for the return of the suspect device and replacement product was sent.